Event description:
It was reported an angio-seal sts platform device was used to seal the arteriotomy site post percutaneous cardiac procedure. A pre-insertion angiogram was performed. During the deployment of the angio-seal, after setting the anchor, a significant amount of suture was seen below the compaction marker. The suture was cut, but hemostasis was not achieved. Manual compression was applied to achieve hemostasis. Some time later, the patient experienced a numb foot. An ultrasound revealed an embolus; the patient underwent an embolectomy. Clot material and matter was removed. The physician states the matter may have contained collagen from the angio-seal. Reportedly the angio-seal was removed durin the embolectomy. Clot material and matter was removed. The physician states the matter may have contained collagen from the angio-seal. Reportedly the angio-seal was removed during the embolectomy. The patient is reportedly recovering well. The incident and angiogram are being reviewed by hospital staff. The incident, implant date, and explant date are month specific.